Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet pump unexpectedly shut down and could not be powered on until it was placed on the charging pad, after which the user restarted the pump and reconnected; troubleshooting and education were completed, and the event is consistent with an unexpected shutdown associated with computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the device¿s computer software that led to an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.